Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number r4186w, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device didn`t sew (merge) the tissue. To procedure completed physician had to sew tissue manually. Surgery delay about 40 minutes because physician must complete surgery with sutures. No specific consequences reported.